Event description:
Complainant alleged that while attempting to shock a (B) (6) male patient at 200 joules, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continued treating the patient. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.